Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
No service was requested by the hospital facility and no parts were replaced on the ventilator system. The ventilator is working without any issue. No device logs or any information about how the reported failures were solved were received. No investigation has been possible, therefore the root cause of the reported event has not been determined.